Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported from clinic notes that initially the vns reduced her seizure frequency (particularly with autostimulation) but over the last few years has had frequent drop attacks which did not respond to medication. The patient underwent replacement. The explanted device has not been received for analysis to date. No additional relevant information has been received to date.

Event description:
It was reported that the increase in seizures was due to external factors not related to vns. The increase was below pre-vns baseline levels. Since the seizures were determined unrelated to vns, the return of the device and analysis will not be needed this will not add value tot he investigation.

Manufacturer narrative:
H3. Device evaluated by MFR? Code 81, return of the device is not needed as the analysis will add no value to the investigation as the causes is unrelated to the device.